Event description:
A surgical coordinator reported an intraocular lens (iol) was exchanged due to an overcorrection and the pt being unhappy with his vision. The iol was replaced with the same type lens, but a different cylinder power. In a f/u, the surgeon reported the event resolved following the exchange procedure. He does not feel the lens caused or contributed to the event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 and (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).